Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger problems) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was isolated to an open y1 crystal oscillator on the bedside pca. The root cause for the defective y1 oscillator could not be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor reported that a (B)(6) patient's battery charger was unable to charge a battery pack.